Manufacturer narrative:
The insulin pump was received with blank display after battery change due to power connector on battery tube not plugged in properly. Unable to motor error alarm, off no power alarm, weak battery alarm or failed battery test alarm due to blank display. Motor passed motor test. Device had minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 390 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.